Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) procedure. The suture of a proglide device was successfully placed. The sheath was upsized to greater than 8.5f and the pevar procedure was completed. Reportedly post procedure, the knot could not be tightened because it was stiff (or hard). The suture was cut and another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported failure to advance the knot (knot lock) may include, but are not limited to, low profile knot, use technique excessive force, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.